Event description:
Reference number: (B)(4).

Manufacturer narrative:
The reported failure was error message: "safety-s" which occurred on startup of the device. A getinge field service technician was onsite and investigated the unit in question. The technician troubleshooted the device and could confirm the reported failure "safety-s". The fst suspected the safety system board to be the root cause of the reported failure. The suspect was confirmed by switching the safety system board to a second pump and the second pump displayed the same error message afterwards. After replacement of the defective safety system board the pump worked to factory specification. The defective safety system board was not available for further investigation. However this reported error message could be linked to the following root cause: an error occurs when transmitting the signals via the control board to the safety system board. This causes that the safety system board to receive no or incorrect data and therefore triggers the error message: "safety-s". With reference to the hl20 risk assessment (risk ID: (B)(4)) this event can be contributed to: wrong pump speed because of: communication error (e.g. Wrong ratio between master-slave pumps due to communication error). Thus the reported failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
It was reported that the hl20 twin pump displayed the error message: "safety-s" when turned on. No patient involvement reported. A getinge field service technician will be sent onsite for investigation of the pump in question. As soon as new information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 twin pump displayed the error message: "safety-s" when turned on. No patient involvement reported. Reference number: (B)(4).